Manufacturer narrative:
Findings: pump received with blank display due to moisture damage electronic assembly. Also received with moisture damage on the motor, battery tube and vibrator assembly. No moisture damage was found on the keypad assembly. Unable to perform the self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to blank display. No cosmetic damage noted during physical inspection.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was 135 mg/dl. The customer reported that the device was exposed to toilet water. Customer stated that her pump was accidentally fall off her underwear and into the toilet. Customer stated the pump is vibrating without an alarm or alert. Customer was advised to discontinue use of the pump and revert to backup plan. Customer was advised that we are sending replacement pump.